Event description:
The pt experienced a shocking/jolting sensation after exposure to an MRI magnet. The MRI technician was unaware of the presence of the neurostimulator. When the pt was moved into the room for prep the "magnetic energy" turned the device on and caused a painful stimulation and shocking sensation. The pt has had her stimulation turned off for the past two years. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B)(4)